Event description:
Reporter noted anterior vitrectomy required during procedure [for posterior capsule tear]. Vitrectomy mode wasn't working. System swapped out to complete case. Prolonged pt's stay in or suite. Outcome reported as good.